Event description:
It was reported that the patient experienced a shocking sensation and no therapeutic effect after the recent implant of an implantable neurostimulator (ins). The patient also reported a decrease in therapeutic effect at night. It was also noted that the patient was unable to make adjustments to the ins with the patient programmer and antenna. The patient had just received the implant two weeks prior and had an appointment with her physician the next day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va005rs, implanted: (B)(6) 2012, product type: lead. (B)(4).